Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus single-use aspiration needle could not be completed retracted during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in a3 & b5. Section a - customer provided information noting that patient's birth year as 1940. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter, confirming that this event occurred during an ebus and tbna procedure (related file captured under patient identifier (B)(6). According to the initial reporter, the failure was found both during and after these diagnostic procedures were completed. Reportedly, organic material was still obtained from both patients, with no prolongation of say or deterioration in patient condition in either case. The customer went on to note that for this case specifically (patient identifier (B)(6), the needle could not be fully retracted into the needle tube, even though the plunger was tightened to the limit. The needle then perforated the working channel of the endoscope from the inside and the examination was stopped.